Event description:
The customer stated that the waste sensor of the cell-dyn ruby analyzer is not detecting a full waste. A new waste outlet tube assembly was ordered for replacement. No impact to patient results, patient management, or user safety was reported.

Event description:
It was reported that revision surgery was reported due to loosening.